Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental med watch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 3 days after injection with 0.55 cc juvéderm volbella® xc into the lips, the patient developed ¿upper lip developed swelling¿ and ¿significant swelling, edema, multiple small nodules along sites of injection.¿ nine days after symptoms began the patient was treated with hyaluronidase, and 9 days later with hyaluronidase & loratadine. Symptoms are ongoing.